Manufacturer narrative:
The reported issue was confirmed. A root cause of the reported issue is due to a failed circulation pump. During testing, it was confirmed that the device was not filling properly. Circulation pump was replaced. Level sensor damaged with cracks. Manifold assembly had cracks on insulation and flow was too low. Heater and mixing pump were replaced preventatively due to age. Level sensor and manifold assembly were replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Labeling review is not required because the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not filling after total drain. Turned on and off three times and used three separate fill tubes. Per sample evaluation results received on 21mar2022, it was reported that the root cause of the reported issue was due to a failed circulation pump. It was stated that the level sensor damaged with cracks. It was also stated that the manifold assembly had cracks on insulation and flow was too low. It was noted that the level sensor and manifold assembly were replaced.